Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 725 mg/dl. The customer reported that prior to the incident, she felt sick and was unable to get out of bed. Troubleshooting was not performed at the time of the call. The insulin pump was not replaced or returned for analysis.